Manufacturer narrative:
This report is being filed to update the conclusion code based upon further review of the complaint.

Event description:
It was reported that during a revision procedure for the implantable cardioverter defibrillator (ICD) and right ventricular lead, the physician determined that the patient's cardiac function needed evaluating. Since he wanted to perform a MRI, the physician decided to explant the right atrial (ra) lead. However the physician experienced difficulty removing the lead an the tip of the positive electrode separated from the lead body. The distal end remains inside the patient. No additional adverse patient effects were reported.

Event description:
It was reported that during a revision procedure for the implantable cardioverter defibrillator (ICD) and right ventricular lead, the physician determined that the patient's cardiac function needed evaluating. Since he wanted to perform a MRI, the physician decided to explant the right atrial (ra) lead. However the physician experienced difficulty removing the lead an the tip of the positive electrode separated from the lead body. The distal end remains inside the patient. No additional adverse patient effects were reported.